Manufacturer narrative:
This is the second revision surgery underwent by this patient. The patient had a primary in (B)(6) 2016. In (B)(6) 2016 the patient came in complaining of instability. The surgeon revised the stem and head. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, 3 months after revision tha. Fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties and are mainly due to the intraoperative bone weakening caused by the femoral preparation. No reason to suspect that this event is due to a faulty device. Batch reviews performed on 27 april 2017. Lot 162771: (B)(4) items manufactured and released on 20 june 2016. Expiration date: 2021-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size l +4, code 01.29.206, lot. 162727 (k112115), (B)(4) items manufactured and released on 12 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon noticed a fracture. The surgeon revised the head and cabled the fracture. The surgery was completed successfully. X-rays are available.